Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device was hospitalized due to syncope. Guidant also received information that an acceleration of ventricular fibrillation (vf) was also noted.